Manufacturer narrative:
During a surgery the scissor tip heatshrink insulation broke and fell off into the patient. The scissor tip heatshrink insulation piece was retrieved from the patient. There was no harm to the patient.

Event description:
During a surgery the scissor tip heatshrink insulation broke and fell into the patient. The scissor tip heatshrink insulation piece was retrieved from the patient. There was no harm to the patient.